Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the healthcare professional stated that the patient provided lot number 5711496 as the lot number of affected device. (B)(4).

Manufacturer narrative:
On 12/5/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the replacement device was saline mentor smooth round moderate profile 200cc, catalog number 3501615, serial number (B)(4), lot number 7589878. (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the product investigation has been concluded. The received device had the lot number 5672582 engraved on it that is different from the device originally reported. Follow up reports were performed with the contact and it was reported that the original procedure was not done at that facility and they have a copy of the mentor card with the lot number 5711496 that the patient provided from that procedure. Since the product initially reported was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/5/2018, it was reported to mentor that the device received on 12/5/2018 has a lot number 5672582 that is not that was originally reported. Clarification is in process for the correct lot number of the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent a breast reconstruction primary with a saline mentor smooth round moderate profile 200cc and experienced deflation on the left breast implant. The patient noticed the deflation. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 11/12/2018, it was reported to mentor that the healthcare professional confirmed deflation. Manufacturer¿s reference number: (B)(4).